Manufacturer narrative:
(B)(4)the device was not returned for investigation. The complaint cannot be confirmed. It should be noted that diabetes mellitus is a known cause of loss of consciousness. However, a root cause cannot be determined for the reported event of intermittent vibration from the receiver or loss of consciousness.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report intermittent vibration from receiver on (B)(6) 2015, resulting in loss of consciousness. At the time of the event, patient was in the locker room after a workout. Patient stated someone behind the counter called for ambulance. Patient woke up to six or seven paramedics standing over him with needles. Patient does not recall if any treatment was administered by paramedics. Patient does not know what his blood glucose levels were at the time of the event, or if paramedics performed a finger stick blood glucose test. At the time of contact, patient reported currently taking many unspecified medications, including insulin. Patient was not transported to the hospital for further medical intervention. At the time of contact, patient reported current condition as fine. Additionally, at the time of contact, patient reported alert functionality was working properly. No additional event or patient information is available.